Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the target lesion was in the calcified left anterior descending artery (lad). The 2. X 8mm nc quantum apex balloon catheter was inflated and ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).